Event description:
It was reported that during a liver resection procedure, after clips were fired, those shaped awkwardly. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned with a clip jammed between the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.